Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a heating sensation at the ipg site while recharging the ipg. To address the issue, the physician explanted and replaced the ipg with a new model.

Manufacturer narrative:
As received, reported event for patient not charging due to discomfort while charging was not confirmed. The ipg was able to fully charge and pass auto test. Pocket heating testing was conducted using the returned ipg and test standard le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the prodigy product requirements specification 53-5219. No anomaly was observed that would have affected the operation of the ipg or reported event.